Event description:
A malfunction was reported with a code identified as malf 0. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump, and the issue did not recur after resetting. The customer was advised to continue using the pump and to contact support if the malfunction reappears.